Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003 - presents to the emergency room with a 5-day history of right sided tenderness, fever, chills, and emesis. Blood cultures drawn were positive for e.coli. On (B)(6) 2003 - diagnostic laparoscopy, incidental appendectomy, repair of cystomy, and repair of incarcerated femoral hernia with a composix kugel mesh. On (B)(6) 2003 - patient presents with fever, pain in her ruq, increased white blood count, and worsening cellulitis at her incision. On (B)(6) 2003 - exploratory lower midline laparotomy and incision and drainage of pelvic abscess. It was noted that "there was no pus in the subcutaneous tissue. There were several hundred cc's of serosanguineous fluid. A gram stain was sent which did not reveal any organisms or rare white blood cells. The mesh grossly did not appear infected; this was within the inguinal canal, but it was removed and sent for culture." The small bowel was run and was without obstruction or any abnormalities. On (B)(6) 2003 - office visit notes, well healed, no swelling, fever, infection, or drainage and no activity restrictions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. It appears the composix kugel mesh may have been implanted into a compromised environment. Two days prior to the implant the patient presented with fever, chills, and emesis, blood cultures taken at that time were plosive for e.coli. The operative report indicated that the mesh was sent for culture, but there were no pathology results included in the medical records provided, also the gram stain sent during the explant procedure did not reveal any organisms or rare white blood cells. Although it does not appear that the composix kugel mesh was infected, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.